Manufacturer narrative:
The reported complaint of the tip becoming detached was confirmed. The returned sample found the distal tip fractured at the base of the ceramic tip; the fractured part was not returned. An external analysis confirmed the fracture occurred due to side impact forces, such as bending. The most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation that an injection gold probe device was used during a gastroscopy procedure for an ulcer in the pyloric region. According to the complainant, the tip of the injection gold probe device detached. They noticed this when the probe was being introduced through the scope. The tip has not been recovered. They're not sure whether the tip came off before, or during the introduction. The procedure was able to be completed with another injection gold probe device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be okay.

Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation that an injection gold probe device was used during a gastroscopy procedure for an ulcer in the pyloric region. According to the complainant, the tip of the injection gold probe device detached. They noticed this when the probe was being introduced through the scope. The tip has not been recovered. They're not sure whether the tip came off before, or during the introduction. The procedure was able to be completed with another injection gold probe device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be okay.